Manufacturer narrative:
This device was returned for service.  Reliability engineering evaluated the device and identified no failure. Therefore, the reported condition was not duplicated or confirmed.  Therefore, an assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was noted in the service order that the small battery drive device had strange noise and heated up. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.